Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 221202. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture was provided for evaluation by our quality team. The picture showed a 30ml syringe with a black particle observed at the top of the barrel. The particle could possibly be a result of a coring issue. Twenty (20) retained needle samples were obtained from the manufacturing facility for review. The retained samples were tested by puncturing a test vial. After examination, we could confirm no signs of coring were identified. Bd has replaced sku: 304622 with sku: 303262. This change is related to the cannula bevel. The previous sku had a short bevel while the new one has a regular bevel. While previous sku: 304622 could puncture the stopper at a 60-degrees to 90-degree angle, the new sku (303262) must puncture the stopper at an angle between 45-degrees to 60-degrees.

Event description:
It was reported while using bd microlance¿3 needle coring occurred. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: during initial testing, the 303262 had at least one instance of coring, with the core found in the drug vial. Compared to the needle we are replacing, the 304622, are there any geometry changes to the needle that would increase the likelihood of coring?

Event description:
It was reported while using bd microlance¿3 needle coring occurred. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: during initial testing, the 303262 had at least one instance of coring, with the core found in the drug vial. Compared to the needle we are replacing, the 304622, are there any geometry changes to the needle that would increase the likelihood of coring?

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device lot #: 221202 was reported, however, this is not a lot # manufactured for the reported catalog #. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.